Event description:
It was reported that the user experienced a severe low blood glucose event during the night, with a documented glucose of 55 mg/dl, feeling lethargic and weak, and corrected the low with oral glucose candy; the user expressed concern that the pump's learning and use of meal announcements as corrections could be contributing to lows. Symptoms included hypoglycemia with associated lethargy and weakness. Outcomes included an unexpected medical intervention in the form of glucose intake. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.